Event description:
It was reported that the external pulse generator failed it ventricular sensitivity test. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator failed it ventricular sensitivity test. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the sensitivity was out of specification. Analysis did find that the battery release and battery drawer were contaminated and one side bail cover was broken. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.